Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s husband stated the cgm was displaying 129 mg/dl and based on that reading the husband gave the patient insulin. The patient then felt dizzy and sweaty so the husband checked her bg and found it was 52 mg/dl. He treated the low level by giving her a can of cola. She did not lose consciousness during the event and was feeling fine at the time of the report the following day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.